Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-07625 was provided in sections b2, b5, h1, and h6.

Event description:
The user facility reported a 78-year-old female being placed on impella cp required mechanical circulatory support. It was reported the patient was on impella cp support and showed some signs of hemolysis. Just a bit later, the patient went into pulseless ventricular tachycardia. The family decided to make do not resuscitate order.

Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated. F6 and f8 should have been left blank on the initial report. G1 reporting contact email and reporting contact fax number updated.